Event description:
"The pt experienced swelling and fever with a septic 'pseudoarthrodesis du m1p1 and a pathological fracture' following the implantation of a basal plate in the pt's right foot." On (B)(6) 2013, it was reported the pt had five (5) surfix alpha screws implanted with the plantar basal plate in the first metatarsophalangeal joint of the right foot. A (B)(6) infection was confirmed and treatment was initiated on an unk date. On (B)(6) 2010, the surgeon performed the drainage of a deep abscess. On (B)(6) 2010, it was reported there was fusion and the issue resolved. Additional clinical information was requested by integra.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported information.